Event description:
A report was received that the patients ipg was angled in the pocket, not allowing patient the ability to charge. The patient underwent a revision procedure wherein the ipg was replaced and the pocket site was relocated. No device malfunction was suspected. The patient was doing well postoperatively.